Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product determined that the distal end of the needle has a bend. During an initial evaluation the device handle was manipulated and the needle advanced as intended however it was noticed that the distal end of the needle is bent. During a closer visual inspection, it was noticed that all four fiducials are still in place inside the needle. The needle would extend approximately 6.5 cm from the distal end of the sheath. The stylet wire did not have any damage and was extended out from the proximal end of the handle. The very distal tip of the needle is intact and undamaged. The most distal fiducial marker has been pushed towards the distal end such that approximately 1 mm of the fiducial marker is extended past the tip of the needle. No part of the device is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state:"visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." "Device may not be used prior to training by manufacturer." "Slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contribute to advancement and/or retraction difficulties. Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic ultrasound (eus) with fiducial placement procedure, the physician used a cook echotip ultra fiducial needle. Upon using the first device used and attempting to extend the needle, the needle would not extend. A second device was tested outside the patient and the needle would not extend. A third device was used to complete the procedure. On (B)(6) 2015, the first device was returned to our facility and a severe bend was noted in the distal tip of the needle.